Event description:
It was reported that the non-boston scientific right ventricular (rv) lead exhibited high, out-of-range pace impedance values of about 2300 ohms. Boston scientific technical services (ts) was contacted, and the field representative described a slow rise in rv impedance with measured values going between 500 and 2500 ohms. The field representative also noted too many rythmiq episodes and discussed programming options with ts. The device and leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the non-boston scientific right ventricular (rv) lead exhibited high, out-of-range pace impedance values of about 2300 ohms. Boston scientific technical services (ts) was contacted, and the field representative described a slow rise in rv impedance with measured values going between 500 and 2500 ohms. The field representative also noted too many rythmiq episodes and discussed programming options with ts. The device and leads remain in service. No adverse patient effects were reported.